Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set tubing leakage event at site on (B)(6) 2026. The infusion set was used for more than three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully.